Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, after connecting the reload, even the fire button was pressed, firing could not performed. They replaced by new reload surgeon could fire the device with no problem. Then the surgeon checked the reload in question and found out that staple pushers appeared from the staple pockets and that no staples had been set in this reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, after connecting the reload, even the fire button was pressed, firing could not performed. They replaced by new reload surgeon could fire the device with no problem. Then the surgeon checked the reload in question and found out that staple pushers appeared from the staple pockets and that no staples had been set in this reload. There was no patient injury.